Manufacturer narrative:
The returned pacemaker was analyzed. A visual inspection of pacemaker case and header noted centered holes in both seal plugs. Communication to the pacemaker could not be established. There was no safety mode signal observed. The pacemaker was cut open and internal visual inspection looked normal. The battery was removed, and external power was applied to the hybrid. Current drain measured normal. Also, the battery was sent to the laboratory. Results found depleted cell with no battery-related failure determined. The analysis showed no component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted as it had entered into safety mode. A new device was implanted. The pacemaker has been returned for analysis. No additional patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted as it had entered into safety mode. A new device was implanted. The pacemaker has been returned for analysis. No additional patient effects were reported.